Event description:
A customer reported an occlusion alarm that led to their continuous glucose monitor displaying a "high" reading, suggesting their blood glucose levels exceeded 500 mg/dl. Corrective actions taken included administering a correction injection using a manual insulin delivery method and changing the infusion set and cartridge before resuming insulin delivery. The customer did not require assistance from a third party. Recurring occlusion issues were noted, prompting technical support to request additional assistance.